Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No product or photo of the product was returned by the customer. The serial number of the product is also not provided. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
Information was received indicating that during use of this smiths medical medfusion 3500 pump, the pump exhibited "motor rate error". No patient injury reported.